Manufacturer narrative:
Case outcome: after reviewing the DHR of the lot cov5028002, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Called in because she performed 3 flowflex tests and no results displayed. No c or t lines appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were received from kaiser. Pictures provided.

Event description:
Invalid result(s). Called in because she performed 3 flowflex tests and no results displayed. No c or t lines appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were received from kaiser. Pictures provided.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.